Event description:
It was reported, that there was a continuous alarm upon start up. And blank screen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluated: visual inspection performed and found the top and bottom cases are in good condition. Cracked right plunger case and visible contamination. Unable to retrieve event history log, due to constant alarm with no display. Device power up with constant alarm with no display. Reported issue was duplicated. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date. And there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year. And there was no indication of a service issue during the investigation.